Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was received by the customer prior to an endoscopy procedure to be performed on (B)(6) 2025. It was reported that there was a moisture inside the packaging upon arrival. The product was not used in the procedure. There were no patient complications reported as a result of this event.